Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 3 77745, lot# v001495, implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial#(B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
It was reported that the patient used their implantable neurostimulator (ins) for 2 years but then turned it off when they started to lose urine. The patient had kept it off since and the urinary issues went away. Follow up information received on (B)(6) 2015 reported that the patient had a chronic urinary tract infection and could not figure out why they had it (trying to figure out why this was happening. The patient was scheduled for radiological studies in (B)(6)2015 that were ordered by their family doctor. The indication for use of the implanted device was noted as postlaminectomy pain. If additional information is received, a follow-up report will be sent.